Event description:
The consumer stated this has been an ongoing issue with his (B)(6) sons chair. The center wheels are not staying flush on the ground.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pin was stuck in the left side stability lock cylinder causing it not to function, making the wheel not flush on the ground, which confirmed the original complaint issue.

Event description:
The consumer stated this has been an ongoing issue with his 6 year old sons chair. The center wheels are not staying flush on the ground.